Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product was worn out and broke during sterile processing. Product was not used in surgery.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event of handle breakage depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.